Event description:
New information received indicated the lp was able to be interrogated without issue outside the lab.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the lp exhibited intermittent communication issues. Troubleshooting was performed but did not improve the telemetry issue. Post procedure the impedance was noted to be high. The next day the lp was able to be interrogated and the impedance stabilized. No intervention was reported. The patient was stable.